Event description:
After consulting with two dentists in the same office, it was decided that I had only two options: full-mouth porcelain restorations - said he couldn't just do the lowers, which were the problem - or dentures. Approx nine years prior, I had porcelain veneers on six of my top teeth with no problems. Since I didn't want dentures, I reluctantly chose the other option. I was not aware of the full extent of the procedure involved - specifically the use of the tens machine, since it was not explained by my dentist. After experiencing the use of the tens machine, I developed vertigo. I had never had a problem with dizziness or vertigo in my life prior to this. It is to be noted that I experienced the vertigo prior to the receiving of the orthotic. I read on the web that it was important to do every the same day. Since my dentist does not make the orthotics himself, this was not the case. Actually, it was over 2 weeks before the initial tens treatment before I received the orthotic. During that transition, adjustments had been made by the tens to open my bite by lowering my jaw with nothing to keep it in place during the time the orthotic was being made. The height of your teeth -and certainly drastic changes in height- can affect your equilibrium. There are cases where the tens machine has benefited pts with tmj that were in pain, had headaches, or vertigo. I explained to my dentist that if a tens machine will correct vertigo, it could also create vertigo. My dentist told me he thought maybe he had opened my bite too much and wanted to continue the tens treatment and find a solution. After losing all confidence in my dentist and for fear of the vertigo getting worse, rather than better, with further tens treatments, not to mention the huge amount of money involved in what I had grave doubts about being successful, I chose to end all procedures. I felt if we continued, the vertigo might be permanent because I was told the restorations -including teeth alignment and height of my teeth- would be permanent and we could not do anything once the process was completed. I was hoping if we stopped, things would go back to normal and I could eventually get dentures -without having vertigo-. I did not want to bed huge amount of money and my health that maybe we could solve what he called a "mystery". Now it's been almost 4 months and I still experience vertigo every night when I lie down to sleep and turn my head. It is my strong opinion that when a pt has no vertigo issues, the tens is a risk. I have doubts about the placement of the 6 electrodes, especially in my neck area. I also still have a lot of tension in my neck area where 2 of the electrodes were placed that occurred as a result of the initial tens treatment. My head also felt very funny after the first treatment but I chalked that up to the endorphins that the web said were released during tens treatments. I read in several websites that there are no known risks involved in using the tens but I also read on the web that the FDA recommended the tens machine not be used in the head area. I agree. Other dental-related sites said it was safe. I feel strongly that more research should be done in this area to prevent someone else from experiencing what I continue to do every night of my life. Naturally, I'm very upset by my experience, but I would like it to be known that there are possible risks and side effects involved to possibly prevent this from occurring to someone else. My dentist said he consulted with other dentists and they had never experienced this problem with their patients. I found no evidence on the web either. I don't expect my dentist to publicize the complication because if pts knew of the side effect I experienced, it could have a bearing on their decision to go thru the procedure and prevent him from gaining $40,000 from those future patients. I have contacted the texas dental association with my concerns, and they suggested I also contact you. It is stated on the web that the tens machine is approved by the FDA but is not included as an approved appliance by the american dental association. I would be glad to discuss this with those in your organization responsible for assuring that the products and procedures approved - specifically the tens machine - are safe for pts. But please don't just "sweep this under the carpet." Vertigo is not pleasant and I worry it could even worsen. I don't know the brand.